Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device, preventing the customer from obtaining glucose readings. The customer lost consciousness and was treated with insulin (dose unknown) by a healthcare professional for diabetic ketoacidosis (dka). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.